Event description:
Customer uses product to hold insulin infusion set, inserts infusion set then covers with dressing. Additional dressing is used if the initial dressing comes loose. Dressing not adhering well and infusion set dislodges.